Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, at the greater curvature of the stomach, three reloads had an unknown issue. To resolve the issue, new reload and suturing was performed.